Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced self limited bleeding after the use of the catheter. The patient was not able to fully insert the catheter for use. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient experienced self limited bleeding after the use of the catheter. The patient was not able to fully insert the catheter for use. No medical intervention was reported.